Manufacturer narrative:
Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, approximately 4 years and 7 months post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with severe symptomatic aortic stenosis and was being treated with a valve-in-valve procedure. The 23mm s3 ultra was implanted without complication. Physician stated that the failure of the valve was due to calcification not thrombosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years and 7 months post implantation of a 23mm sapien 3 valve in the aortic position the patient was presented with severe symptomatic aortic stenosis and was being treated with a valve-in-valve procedure. The 23mm s3 ultra was implanted without complication. Physician stated that this failure was due to calcification not thrombosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections updated: e1, e3, g6, h2, h6: type of investigation, investigation conclusions and h10. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint of calcification . A manufacturing mitigation review is not required as no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events: potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography: reoperation, additional potential risks associated with the use of the valve, delivery system, and/or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) and device degeneration. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "calcification " was unable to be confirmed. A risk management documentation review was performed on the reported event and provided no evidence of a product nonconformance or labeling/IFU inadequacies were identified in evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on patient screening and post procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in percutaneous intervention. The complaint for "calcification " was unable to be confirmed. No manufacturing non-conformance was identified during evaluation. A review of DHR and lot history did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower small vessel disease (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, complaint was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration approximately 4 years 7 months post valve implant could not be determined but may be related to the patient's co-morbidities (diabetes and chronic kidney disease) and/or progression of the pre-existing valvular disease process.